Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's neurostimulator (ins) charge was not lasting as long. Patient stated that he woke up this morning and his stimulation was off because it was dead. Patient was not recently reprogrammed or switched to a new group. Patient recently needed to increase parameters. It was reviewed with the patient how programmed parameters affect recharge intervals. Patient stated normally if he charged his implant fully it would last 3.5-4 weeks. Patient stated now if he charges the ins fully it lasts 1.5 weeks. Patient first stated he had no increased stimulation or changed the group, later in the call he said maybe 2 months ago he increased stimulation by 2 tenths. Patient reported having no falls related. Caller redirected to healthcare provider. No further complications were reported or anticipated.